Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation indicated that without supporting documentation and product return/evaluation, the component could not be verified nor could the definitive root cause of the dislocation which led to the revision be concluded. The patient impact beyond the reported disassociated insert and revision could not be determined. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch numbers. A review of the risk management file revealed this failure mode were reviewed. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to articular surface geometry, insert type selection. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported revision surgery was performed due to dislocation. The insert was not seated and had dislodged from the tibial tray.